Event description:
It was stated that a battery low alarmed went off at 2:30 pm. They shut the pump off and bought batteries to replace them. They put the new batteries in and quickly smelled a burning and chemical smell coming from the pump. They turned the pump off, detached the pump from port, and then removed port needle. Fn 52970. Drug 5fu. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.